Event description:
It was reported that the patient's atrial lead exhibited a failure to sense and failure to capture. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. Final analysis found that as received, a complete lead was returned in one piece with the helix found partially extended and clogged with dried blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage